Event description:
It was reported before use that the alarm went on in the cs300 intra-aortic balloon pump (iabp) and displayed battery service alert needed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Date received by mfg not reported on the initial MDR: 14aug2020. A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported that stm closed out the service order because a demand pm was already dispatched on 17jul2020. Pm was performed on 24aug2020 the stm reported that unit passed complete pm with full calibration, functional checks, safety tests, and electrical safety tests to factory specifications. Confirmed proper operation of low battery alarm. Unit is cleared for clinical use and returned to customer.

Event description:
N/a.